Manufacturer narrative:
The pt identifier, age, weight and gender were not available.

Event description:
It was reported the quantum footswitch stopped working intra-operatively. The physician completed the acl repair with a shaver. No pt complications were reported as a result of this event.